Manufacturer narrative:
The device was not returned for evaluation.

Event description:
The customer reported that during a surgical procedure, the device shredded when the physician was blotting bleeding tissue. The physician searched the field for foreign material to prevent any material from being left behind. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.